Event description:
During use of the intravascular ultrasound catheter blood was coming out of connection piece. The blood was getting into the pim box. The catheter was removed, and box wiped clean. The next intravascular ultrasound catheter had no issue.